Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited the lighting lens adhesive section was peeling off. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the investigation results, it was determined that no escalation was necessary to further mitigate the risk. One or more failure mode(s) identified has been previously investigated through the product technical investigation (pti) process and therefore does not require any further investigation. See coding table for the pti reference number associated with these failure modes. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.